Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post) and generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The customer reported to have replaced the exhalation flow sensor but the issue was not resolved. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.